Manufacturer narrative:
The part was not available for evaluation. Additional information provided states that there is a possibility that the blocking screw was struck by the anchor impactor during this secondary impaction and compromised the blocking screw. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a hedron anchor is backing out 2 weeks post operatively.